Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple inaccurate fill estimates after loading multiple cartridges with insulin. Reportedly, the cartridges were filled with 200-300 units of insulin. However, the contact was unsure of the amount of insulin that had been delivered during this time. The customer reloaded the cartridge successfully and received an accurate fill estimate. The customer reported a blood glucose level of 255 mg/dl, and was addressed with a correction bolus. Review of the pump data logs showed that the pump was performing as intended. Additionally, the clinical diabetes specialist consulted with the customer and reviewed the load procedure, and successfully loaded a new cartridge. It was confirmed that the pump was functioning as intended.